Manufacturer narrative:
The device used in treatment has not been returned for evaluation, an image has been supplied but we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. The photo supplied shows the transmitter is secured with the dressing. Probable root cause determined as application, the IFU offers further guidance. No batch/lot number has been provided, therefore a review of the device history has not been possible. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the product has been used to cover a cgm sensor and it often comes loose within hours of applying. IV prep pad is used prior to applying the iv3000. No harm or injury reported.